Event description:
The pump was explanted and returned to the MFR for analysis, because at the last two refills, the hcp found all 18 ml of baclofen in the reservoir. The expected reservoir volume would have been 2 ml. The pump battery was not alarming at the time but the pump battery alarm started sounding after explant. There was no injury for the pt. The drug used in the pump is baclofen (dose and concentration not reported). The pump was replaced with a synchromed ii.

Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A follow up report will be sent when device analysis is complete.